Manufacturer narrative:
Results of investigation: it was reported that before a thr procedure the plugs of the polarcup shell ti-plasma/ha 55 non-cem (75100442) were found blocked. The device used in treatment was returned for investigation. The reported issue could be confirmed upon visual inspection. Both plugs are stuck with the polarcup. The hexagon head of the plug is observed to be heavily damaged, indicating that high torque was applied. The plugs are both observed to be recessed, indicating that it could initially be turned before getting jammed. A picture of the used t-handle was also provided, showing the hexagon head to be highly worn. It cannot be concluded whether the t-handle hexagon head was already worn when trying to remove the polarcup plugs. A worn hexagon head might contribute to issues during plug extraction. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaint being reported for the batch in question. A review of the risk management file indicates that the associated risk level is low. Based on available information the root cause for the reported jamming cannot clearly be identified and stays undetermined. However, the executed investigation steps give no indication that the device failed to match specification at the time of manufacturing and the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. The returned device will be retained.

Event description:
It was reported that before a thr procedure the polarcup shell ti-plasma/ha 55 non-cem lug caps were found blocked. The caps do not unscrew. No procedure-related. S+n backup device available. No injuries or surgical delays reported.